Event description:
For an electron beam with cutout, when pinnacle is computing monitor unit based on an output factor table, the field relative cutout factor can be incorrectly applied, which results in incorrect monitor units. Monitor units are correct when specifying the dose per monitor unit for the beam on the monitor unit window.